Manufacturer narrative:
(B)(4). G2 foreign source: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tibial insert would not seat in the tibial tray. A different tibial insert was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified that the liner appears to have deformities along its edges, particularly near the central locking feature. The dovetail region is compressed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the proper surgical technique- which states 'do not use: any component if damage is found or caused during setup or insertion'. The root cause is attributed to use error. Complaint is confirmed based on provided picture. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.